Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on saturday night after the patient finished charging their implantable neurostimulator (ins) they suddenly got an electrical shock up their right side. The patient added that their tongue got really thick and they could hardly speak, which lasted for about half an hour. The patient thought they were going to die and said "it was shocking the (profanity) out of my right side." After the patient felt the shocking sensation and noticed their tongue got thick, they went to check their therapy settings but they got the out of range (oor) message with service code 2703 that advised them to contact their hcp. The patient contacted their hcp, but the hcp redirected them to manufacturer for troubleshooting. Agent reviewed meaning of oor. Agent reviewed that oor cannot be resolved over the phone. Patient connected to the ins during the call and stated that the left side was set to 11.2 and right side was 15.7. The patient mentioned that they had decreased the right side" a couple of tenths" a few nights before the event. The patient was redirected to their hcp to further address the issue. Patient mentioned that they haven't had "real good luck" with the therapy. They mentioned that it worked well at first, then once they had device implanted a manufacturing rep told the patient that they "didn't like the feedback off of the right probe." The patient reported this to their hcp, but the hcp told the patient that everything was fine. The patient mentioned that in the past they've had trouble with the communicator "hooking up." There was no issue with the communicator during the call.